Event description:
As reported, during an unknown procedure, onflex mesh edge was coming loose. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, the onflex mesh edge was "coming loose." The subject device was not returned for evaluation and no additional information was provided upon request. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this lot of 305 units released for distribution. Note, the date of event is estimated based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.